Event description:
It was reported that guidewire fracture occurred. During unpacking of a 035/260/3mm amplatz super stiff guide wire, it was noted that the tip was fractured. The procedure was completed with another of the same device. There were no patient complications reported.